Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Hospital declined to provide reporter's name and patient information.

Manufacturer narrative:
Device evaluation: the reported error "100a" (da pcba adc reference failed) was not duplicated by the manufacturer's service technician, but log entry of "100a" was left in the diagnostic event log. Investigation revealed that da-mc cable had communication failure. Resolution and disposition: the data acquisition to motor controller (da-mc) cable was replaced and mc board retention bracket was attached to prevent recurrence.